Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had died and multiple pump error alarms. The pump error alarms included post reset ram crc alarm, history pointers failed and corrupted alarm, trace pointers invalid alarm. Insulin pump had insulin flow block alarm. Customer was able to successfully clear the pump error alarm and able to rewind. Insulin pump had passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: patient calling to report insulin pump died. Pump error 23 / 49 / 68 and insulin flow block during bolus. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the displacement test, rewind test, self test, active and sleep currents. No unexpected blank display, no delivery alarms, no pump error 68, 49 o23. Battery was removed form pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no unexpected alarms were noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 49, 68 and 23 alarm were recorded on (B)(6) 2021. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection it was determine that moisture damage was noted on electronic assemblies that might of cause electrical short. Corroded battery tube was also noted during visual inspection. In conclusion no unexpected blank display, no insulin flow block , no pump error alarm 68, 49 or 23 were noted during testing. However, after cutting device open corroded electronic assemblies and corroded battery tube were noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.